Event description:
3/5/98 - pt underwent a l5-s1 posterior lumbar interbody fusion with segmental instrumentation interbody fusion devices. August 1998 pt experienced an increase in sharp pain on the left side of his back. Computer tomography scan confirmed a diagnosis of a broken left s1 pedicle screw. 8/17/98 pt taken to surgery where the broken pedicle screw was explanted and a new pedicle screw implanted.